Event description:
Surgeon inserted the anchor into the joint and trying to reduce the knot, the knot would not slide down, a probe was used to release it, but the knot would still not slide. Thus the surgeon drilled out the anchor and used another device to complete the repair.